Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. There has been no harm or injury due to the reported problem. Philips field service engineer (fse) went onsite, and found the nose failed to turn. Fse performed the troubleshooting and found that there were poor contact plugs. Fse re-plugged the connections. After correction in the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result, conclusion and component codes were corrected.

Event description:
It was reported to philips that during an angiogram procedure the detector would not turn anymore. Philips has started an investigation regarding the reported issue.